Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not holding charge. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI#). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse left the unit charging and both batteries were fully charged. The fse replaced an expired/out of date battery (0146-00-0097). A full preventive maintenance (pm) was performed per manufacturer specifications. The unit passed all tests and calibrations. The iabp was then ready for clinical use.